Event description:
It was reported that on (B)(6) 2009 the patient underwent stenting in the first obtuse marginal artery with one xience v stent and in the first right posterio-lateral artery with one xience v stent. On (B)(6) 2012, the patient was evaluated for angina and an elective catheterization procedure was scheduled. On (B)(6) 2012, the index stent in the obtuse marginal artery was revascularized via angioplasty. A non-abbott stent was placed in the non-target lesion in the right coronary artery. The patient was also started on an additional anti-platelet medication, effient 10 mg. The condition resolved on (B)(6) 2012. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.